Event description:
It was reported that a continu-flo solution administration set?s tubing separated from the drip chamber. The set was filled with an unknown cytostatic drug at the time that the malfunction occurred. The drug spilled "throughout the medical practice". There was no report of patient injury, personal injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up follow up will be submitted.